Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6). Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: predictors and proarrhythmic consequences of inappropriate implantable cardioverter-defibrillator therapy. Circ. J. 2015;79(9):1920-1927.(B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who received inappropriate shocks. There were also noted lead "failures" , lead dislodgements, loose pin, and t-wave oversensing (twos). The status of the device and lead is unknown. No further patient complications have been reported as a result of this event.